Manufacturer narrative:
Device passed displacement test. Device was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 47 mg/dl and high blood glucose level was 430 mg/dl. Customer reported that the serial number and label sticker was missing. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will be returned for analysis.